Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with syringe. Customer also stated that insulin pump had stuck button alarm. Customer states they did not press a button down for 3 minutes or longer. Customer states they were able to clear the alarm. The insulin pump will not be returned for analysis.